Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event is estimated.

Event description:
It was reported that an unspecified failure occurred with four (4) proglide devices relative to an unspecified procedure. No additional information was provided.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional proglide devices referenced in b5 are filed under separate medwatch report numbers.